Manufacturer narrative:
Service was not dispatched to investigate the event. A bci field service engineer (fse) did not evaluate the instrument. Per the customer total t4 quality control (qc) was within established ranges prior to and after the event. A definitive root cause could not be determined for this event. This is one of two separate MDR reports related to two patient events associated with a single malfunction report on different days. Reference MDR number 2122870-2011-06237 for all related events. This reportable event was identified during a retrospective review of product complaints conducted from january 01, 2008 through october 23, 2010 for additional reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneously low total t4 results generated on a unicel dxi 800 access immunoassay system for two patients. The customer re-ran the sample and the result was within normal reference range. The initial erroneously result was reported outside the laboratory. It is not known if there was any change to the patient treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.